Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal lad. The vessel was de-novo, concentric and bifurcated lesion. Lesion classification was type b2. The lesion length was 20mm and vessel diameter was 3.0mm. Pre-dilatation was conducted with a 2.5x15mm balloon at 6atms for 30 seconds. The first 3.0x28mm cypher des implanted at 18 atms for 30seconds. Post-dilatation was conducted with a 3.0x28mm balloon at 18atms for 30seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii. Act was not measured. After the procedure, plaque from the proximal lad shifted to the first diagonal branch. So it was treated by poba. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-00917 and 9616099-2007-00918. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: approximately five days post index procedure, the patient was asymptomatic. A follow-up cag was conducted and thrombus was observed in the cypher at proximal lad and the distal portion. A hematoma was observed distal to the 1st cypher. To treat the thrombus, poba was conducted with a at 8atm for 30seconds. A was implanted at 18atms for 30 seconds distal in the 1st cypher for the hematoma. A was implanted at 14 atm for 30 seconds in the 1st cypher. The second cypher and driver stents were overlapping each other. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was 0 and iii. Act was not measured. A week later, the patient remained asymptomatic. A follow-up cag was conducted and thrombus was observed in the cypher at proximal lad again. To treat the thrombus, aspiration and poba was conducted. Physician's comment: the possible cause of the 1st thrombotic event (in 2007) was due to hematoma and the possible cause of the 2nd thrombotic event (seven days later) was because the patient didn't take ticlopidine hydrochloride on the same day.